Event description:
The customer reported she ws unable to test her blood glucose level for three days due to an error 4 being displayed on her freestyle flash meter; therefore was blindly taking her insulin shots. Customer experienced symptoms of hypoglycemia such as dizziness, diaphoresis, blurred vision, and paresthesia. She treated herself by taking a tube of glucose and did not seek third party medical intervention. Upon investigation, the meter was found to exhibit the memory overwrite malfunction.there was no report of death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.